Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reason for the ins in the patient's chest being off was because the facility of care was not charging the patients second battery in the abdomen region. The overdischarge was not confirmed, and they are waiting to confirm with an office evaluation with a manufacturer's representative. The issue has not yet been resolved, and the plan is for an office visit with the manufacturer's representative.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported that it looked like the patient's ins was turned off (they did not specify which ins). The caller mentioned that they have a recharger and kept pushing a button (unspecified), but they could not get the ins to turn on. The caller disconnected at this point. Caller called back with the programmer in hand caller said they had just changed the batteries. Patient services (pss)  worked with caller to check the ins in patient's (pt's) right shoulder and confirmed off/ok fully charged ins battery. Caller asked the pt if they want the ins on and pt said yes caller was successful to turn stim on and initially said pt seemed disoriented then said the patient calmed down. Caller said pt has been showing symptoms, tremors since last week they were in the emergency room last week but no one said anything about the dbs caller did not know they needed to use the programmer to turn stim off and on. Pss worked with caller to check the ins that was placed lower in the patient's body and after several attempts (reposition antenna and poor communication) caller used the recharger and confirmed seeing reposition antenna. Pss reviewed it was possible this one was over discharged (od), and reviewed od information. Caller said it could easily be more than a month since it was last recharged. They normally don't do much with this they concentrate on charging the one in their chest because the lower one is normally fully charged. Caller said they will make an appointment to resolve the lower ins issue.